Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found the device was in good condition. Functional testing could not be fully completed because the internal leak was too high. Technician decided that the device will be scrapped due to its age and damage. The complaint was confirmed. Root cause was likely due to internal blocks or internal hoses. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an internal leak and that they were unable to set peep pressure. Patient involvement is unknown.